Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of event. A supplemental report will be submitted upon completion of the investigation. Medical records did not contain hospital progress notes, medication records, treatment records, or a history and physical for review. Medical records did not contain a discharge or admission diagnosis from the hospital. There was no documentation in the reason for pt's hospitalization. There was no documentation in the medical record that revealed a cause for the pt's peritonitis. Medical records did not reveal a causal relationship between the pt's liberty cycler set and the pt's peritonitis.

Event description:
A peritoneal dialysis (pd) pt reported he was hospitalized and had draining issues. Follow up with peritoneal dialyses registered nurse (pdrn) indicated the pt went to the hospital after falling at home on (B)(6) 2015. Per the pdrn while hospitalized, the pt was diagnosed with peritonitis. Medical record review indicated on (B)(6) 2015 the pt's peritoneal dialysis fluid was cloudy and yellow. On (B)(6) 2015 the pt's peritoneal fluid grew pseudomonas aeruginosa. The pt was discharged on (B)(6) 2015.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.